Manufacturer narrative:
The soft cannula was in the deployed state when the device was received. The device data showed that the device completed both priming sequences and, during operation, able to successfully deliver a bolus, and ran 802 pulses. The needle mechanism was reset and fired properly during the investigation. No housing or environmental seal damage was found. Based on the investigation the device functioned as intended. No blood was observed and no damages or defects that would contribute to bleeding or bruising were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the patient's blood glucose (bg) level reached 270 mg/dl, while wearing the pod between 4 and 24 hours. The mother reported the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. However, they also reported that the cannula was inserted in the patient's skin and looked normal when the pod was removed from the infusion site (leg). Additionally, the mother reported when the pod was removed the infusion site bled. As treatment, the mother administered insulin via a manual injection.